Event description:
Additional information received indicated the left ventricular (lv) lead was dislodged due to twiddlers syndrome. The dislodgement was discovered via fluoroscopy. The right atrial (ra) was fractured during the laser extraction of the lv lead and there were no alleged malfunctions on it. The lv and ra leads were explanted and replaced. The patient was stable throughout the procedure.

Event description:
Related manufacturing reference number: 2017865-2023-21126. It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead was dislodged, and the right atrial (ra) lead was fractured. The patient was asymptomatic. The lv lead was extracted successfully and the patient is in recovery. Further information was requested but not received.